Event description:
When drawing up ivf, when pulling back on the plunger, the black rubber came off of the plunger causing the ivf to leak around the plunger.

Event description:
When drawing up intravenous fluids (ivf), when pulling back on the plunger, the black rubber came off of the plunger causing the ivf to leak around the plunger.

Manufacturer narrative:
The following elements have blank data.